Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed, and no upstream occlusion, downstream occlusion, or air in line alarms occurred on or around the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused medication during patient infusion. The device was programmed to deliver 50ml of magnesium (mg) as a secondary infusion with an expected during of 2 hours; however, the actual duration of infusion was approximately around 3-4 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.